Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The protection wire, a bsc sterling catheter, and a non-bsc introducer sheath were returned inside a header bag, then inside a sterling box. This was then packed inside a filterwire box. All were packed inside a double plastic bag. The delivery sheath and the retrieval sheath of the filterwire device were not returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found curved, wavy and had been stretched approximately 9 mm on its proximal portion. The filter bag was found deployed, and observed to be in good condition and met specifications. The protection wire was found inside the sterling catheter and both devices were inside of the introducer sheath. The protection wire was found protruding 6 cm out of the distal tip of the sheath, and 52 cm out of the end of the guide sheath. The sterling catheter was found protruding from the sheath 40.5cm distally and 10.5cm proximally. Blood was found on the inside of the sheath and filter bag. The protection wire was found curved and kinked approximately at 31.5 cm, 32 cm, and 141 cm, when measured from the distal tip of the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02157. It was reported that difficulty removing/withdrawing occurred. A 6.0mmx20mmx135cm sterling¿ balloon catheter and a 190cm filterwire ez¿ were selected for use for a right carotid artery stenting procedure. During the procedure, the filterwire was placed. In the event of advancing the balloon catheter, it was noticed that it was impossible to be advanced neither was it possible to retrieve both the filter and the balloon catheter. The devices were removed together along with the long introducer sheath. Upon removal, it was noted that the sterling was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
Same case as MDR ID: 2134265-2014-02157. It was reported that difficulty removing/withdrawing occurred. A 6.0mmx20mmx135cm sterling balloon catheter and a 190cm filterwire ez were selected for use for a right carotid artery stenting procedure. During the procedure, the filterwire was placed. In the event of advancing the balloon catheter, it was noticed that it was impossible to be advanced neither was it possible to retrieve both the filter and the balloon catheter. The devices were removed together along with the long introducer sheath. Upon removal, it was noted that the sterling was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.